Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an calcaneus internal fixation procedure on (B)(6) 2019 and suture was used. The suture broke. Changed to another one to complete surgery. No additional information is available. There is no reported patient consequence.